Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient presented with pain and swelling in the last few months. In (B)(6), the pain was getting more difficult to bear and patient had more problems with flexibility. Patient reported that his quadriceps muscles were stiff, felt a shake upon standing and just did not feel right. About (B)(6) weeks ago, he saw his primary physician. Surgeon performed an MRI which showed accumulation of fluid with localized destruction and therefore surgeon decided to revise.